Event description:
It was reported that the patient experienced burning below her stimulator (ipg) when stimulation was turned on. The patient reported that she typically used her stimulator continuously, but turned it off for a few minutes to see if the sensation discontinued (results not reported), but she did not keep it off for longer periods. The patient described the pain as burning, shooting, stabbing, tingling, heaviness, pressure, deep, throbbing, and aching. The pain was aggravated by bending, twisting, lifting, and daily activities and improved with medication and rest. The patient reported no bladder or bowel dysfunction. The patient also reported bilateral weakness of her arms and legs, and numbness in her right arm and both legs. The patient reported that her pain had improved somewhat, with a pain scale rating at best 7/10 and at worst 10/10. At the time of the report, the patient rated her pain as 10/10. The patient also reported improvement in activities of daily living. Physical examination revealed that the patient had an antalgic gait and ambulated with a cane. The ipg was readily palpated in the abdomen with no evidence of fluid collection. The exam also revealed that the patient's lower extremity symptoms were improved since the previous office visit (date not reported). The patient's stimulator was examined and was operating appropriately. The patient was instructed by the hcp to try using lidoderm #60 at the ipg site for the burning sensation. The patient was also instructed to turn stimulation off for at least one hour in an attempt to determine if the burning sensation is truly associated only with the stimulation. No explant, revision, or replacement was anticipated.